Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, upon opening the packaging of a penumbra coil 400 detachment handle (handle), the hospital technician discovered that the funnel cap had broken off. The damage to the handle was noticed prior to use; therefore, the handle was not used for the procedure. The procedure was completed using a new handle.